Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4atm. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter city: (B)(6).